Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation and prior to use, the 3.0 x 33 mm xience xpedition protective stent sheath was removed and the stent implant became dislodged and remained inside the sheath. The device was not used; there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.